Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_cath, serial#: unknown, product type: catheter; ubd: unknown, UDI#: asku. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving an unknown concentration of fentanyl at 350.2 mcg/day via an implantable pump for spinal pain. It was reported the patient had a revision on their catheter previously and there was no telling how long it ran before it was repaired. The patient did not remember when this occurred. It was unknown what medication was being delivered at the time. No further complications were reported or anticipated.